Event description:
A us distributor reported that a battery was unable to power on a monitor.

Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (will not power on monitor) was confirmed due to the battery housing being damaged. The fuse was also found to be open and a loose bus bar inside of the battery. The root cause of the physical damage to the damaged housing, open fuse, and loose busbar could not be positively identified. There was no adverse event that resulted from the damaged battery.